Event description:
Reference number (B)(4). Event occurred in the saudi arabia. It was reported that the patient faced occlusion issue event on (B)(6) 2026. Patient was hospitalized on (B)(6) 2026 due to hyperglycemia caused by insulin flow block. The insertion site was abdomen. The blood glucose level was 544 mg/dl and the patient was treated with intravenous (IV) drip and pump. The length of the hospitalization is greater than twenty-four hours. Patient experienced tired and weak at the time of hospitalization. No further information available.